Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No pt injury or staff injury was reported.

Event description:
The customer reported that after the tube was changed on the 7700 system, the temperature indicator light began blinking and it would not take an x-ray. No pt injury was reported.